Event description:
Patient was one week post op when he experienced numbness. It was determined that three of the screws in the pedicle screw constructs had disassociated. Patient was successfully revised with three new screws.

Manufacturer narrative:
Explanted device was returned for inspection and was found to be within specifications. Device history record was reviewed and product was documented as being manufactured to pioneer surgical specifications. Upon further review of the films provided and conversations with the surgeon, it was determined that the screws were disassociated prior to the completion of the initial surgery but were not identified by the surgeon. The surgical technique guide was reviewed and a precaution notification was sent out of all users of this system in order to further emphasize precautions against surgical techniques that may have contributed to this occurrence. See MDR 1833824-2013-00018 for corresponding devices involved in this occurrence.